Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after several firings and locked. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 07/01/2010. Malformed clip the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The final quality release criteria were met before this batch was released for distribution.